Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, at 80% deployment the valve was positioned at an appropriate depth of 3mm and 7mm. At final release, it was not clear whether one paddle was fully off the paddle pocket. Forward pressure was maintained on the delivery catheter system (dcs) while the entire system was turned to confirm the valve was off of the catheter. It was noted it never appeared the operator pulled back on the dcs or that the valve had moved. The paddle on the valve then seemed to be free and the dcs was pulled into the descending aorta. An aortogram was performed, it was noted the valve was in the sinus of valsalva at an estimated depth of -8mm and -5mm. Based on the position of the valve, the frame possibly caused a right coronary occlusion. The patient became hypotensive, chest compressions were initiated, and the patient was placed on extrac orporeal membrane oxygenation. The patient was taken to the operating suite to surgically explant the valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that operators were inexperienced which may have contributed to the amount and timing of turning the handle to free the paddle. It was reported that the patient remained on extracorporeal membrane oxygenation (ECMO) following the explant surgery. Approximately one week after implant, the patient died. No annular or aortic calcification was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that the per the physician, when trying to free the valve paddle that was caught on the delivery catheter system (dcs), the dcs pulled the valve up causing the right coronary artery (rca) occlusion. After converting to surgery, the patient was not able to recover and died approximately two days following the procedure. Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evprop2329us, lot: 0011191574 use by date 2024-04-27, UDI: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.